Manufacturer narrative:
The customer did not return the suspected device for evaluation. The serial # provided by the customer was invalid, therefore, the device history record for the suspected contour next ez meter could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings between (B)(6) 2020 and (B)(6) 2020 were not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.